Event description:
It was reported that the device was used during an unknown procedure, active blade broke. There were no adverse consequence to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.